Manufacturer narrative:
(B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer air dermatome device produced an inaccurate depth of skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the device produced an inaccurate depth of skin. When the surgeon used the dermatome he did not get the proper thickness needed. It was too thin and irregular in thickness throughout the graft. The surgeon did have to take an additional graft. An alternate device was used from another facility. There was a delay of 15 minutes. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On april 9, 2018, it was reported that the device produced an inaccurate depth of skin. On may 18, 2018, it was clarified that when the surgeon used the device, the graft did not get the proper thickness needed. It was too thin and irregular in thickness throughout the graft. The issue occurred during surgery on march 13, 2018. There was no noted damage to the device. The event was not identified after a recent purchase or repair. The surgeon had to take another cur on the patient¿s thigh, which increased the size of the donor site. Another device was used to complete the surgery. The blade was properly placed. There was a 15 minute delay reported. The surgical technique was followed. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product return of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for evaluation. The reported event was non-verifiable since the device was not returned for evaluation at the time of this investigation. The root cause of the inaccurate depth of skin cannot be specifically determined with the provided information since the device was not returned for evaluation at the time of this investigation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4) was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery, the device produced an inaccurate depth of skin. When the surgeon used the dermatome he did not get the proper thickness needed. It was too thin and irregular in thickness throughout the graft. The surgeon did have to take an additional graft. An alternate device was used from another facility. There was a delay of 15 minutes. No additional consequences were reported as a result of this malfunction.